Manufacturer narrative:
Added information to section e1 (establishment name, address - line 1 and 2 and city), h6 (type of investigation), h6 (investigation findings) and h6 (investigations conclusions) corrected data h6 (type of investigation): "4114 - device not returned" code removed. H11: additional manufacturer narrative: a device history record (DHR) review was unable to be performed because the lot number of the valve is unknown. The device was not returned for further investigation and no images were provided. As a part of the manufacturing process check, a 100% leak test is always conducted to identify any potential leakages. Additionally, during the leak rest, balloons are inflated and deflated to check for integrity. If during manufacturing inspections any device shows signs of leakage, including interlumen leakage, the device gets rejected as a defective one. Based on the information available, the complaint of incomplete occlusion due to suspected leakage was unable to be confirmed. Since a 100% leak test is performed during manufacturing, it is unlikely that manufacturing defect contributed to the alleged difficulty achieving occlusion due to suspected leakage. Although a definitive root cause is unable to be determined, it is likely that the operational context at the time of use (including possible dislodgement of core wire during handling, prep or insertion) may have contributed to the customer's reported experience. There is no evidence to suggest an edwards/supplier manufacturing defect.

Manufacturer narrative:
H11: additional manufacturer narrative: the device was not returned for evaluation. Attempts to retrieve the device and additional information are in process. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
As reported by the edwards lifesciences affiliate in united kingdom, an icf100 intraclude intra-aortic catheter had incomplete occlusion during use due to suspected leakage after first half hour of the procedure. Reportedly, a significant increase in circuit/line pressures was detected (root pressure from the balloon tip were returning) and it appeared the balloon was leaking despite checking positioning and increasing the saline volume to inflate the balloon from 26 to 28ml. The team could not detect where the suspected leak was. As reported, the device was prepared as per the IFU. No damage was detected upon initial testing with saline solution. The intraclude was therefore introduced through a 21 endoreturn with no reported resistance nor issues. The balloon was initially inflated using 26ml of saline solution with no problems. Heart was arrested. Over the first 30 minutes, more frequent cardioplegia shots were required and heart's electrical activity started to return. Balloon pressure dropped 250 - 220mmhg. The procedural strategy remained the same, however final stages of the procedure were accelerated and the balloon was taken down whilst the patient was still cold to reduce the time needed for rewarming with balloon inflated. No resistance was reported during intraclude removal.